Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one sharp opening and opening(striated). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified(tear) opening, and one opening(striated) assessed as surgical damage.

Event description:
Device was explanted.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.